Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered rounds of inappropriate anti-tachycardia pacing (atp) and 6 inappropriate shocks due to an episode of atrial arrhythmia. Device experienced therapy exhaustion. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered rounds of inappropriate anti-tachycardia pacing (atp) and 6 inappropriate shocks due to an episode of atrial arrhythmia. Device experienced therapy exhaustion. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported. Device was explanted and replaced due to therapy upgrade.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. All testing that was completed on the device passed or was not applicable, therefore no problem was detected. The device operated appropriately, according to its performance specifications. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use.